Event description:
Customer reported touchscreen was cracked and shattered, making it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.